Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, hospitalization and treatment were not reported. Pd therapy was discontinued and the patient was transferred to hemodialysis 11 days after the event onset. At the time of this report, the patient was recovered from the peritonitis and had been treated successfully. No additional information is available.